Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 2025 the customer was taken to the emergency room (ER) with a blood glucose level of 680 mg/dl. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.